Event description:
The hcp reported that the pt experienced withdrawal and was hospitalized. The pt was experiencing diarrhea, vomiting and diaphoresis for one week and presented to clinic for refill of pump. The pump was interrogated and was almost at the 2 ml mark. 2 mls were withdrawn. The pump was refilled with morpine and clonidine. The pt left the clinic after refill but called 911 shortly thereafter and was transported to the hospital where they remained for 4 days. No pt outcome was reported.